Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation.the manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.